Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery cap was unable to be removed from the pump, and secure onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed a pump reboots. The battery compartment was cracked. There was no damage to the returned battery cap. The battery cap contact measured within specifications. The returned battery cap was able to secure onto the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no damage was observed to the internal components of the pump.